Manufacturer narrative:
The reported temperature issue was reproduced during the hardware evaluation. The generator successfully powered on and the high temperature message was displayed during simulated use testing. Temperature could not be calibrated and damage was observed consistent with water damage but could not be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due to the temperature board that required replacement.

Event description:
During a bilateral simplicity procedure a "high temperature" message was displayed. The procedure was cancelled after the first lesion due to temperature difficulties from the generator. There were no adverse patient consequences.

Event description:
During a bilateral simplicity procedure a "high temperature" message was displayed. After completing the case unilaterally, the procedure was cancelled due to temperature difficulties from the generator. There were no adverse patient consequences.